Manufacturer narrative:
Batch review performed on 17 march 2023lot 2003167: (B)(4) items manufactured and released on 22-july-2020. Expiration date: 2025-07-09. No anomalies found related to the problem. To date, (b)4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
At about 14 days after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and no implants were revised. The surgery was completed successfully.